Event description:
On 04/29/1999, the international distributor informed the manufacturer (MFR) via a faxed report of the following: the device was used for control of a difficult inflammatory aneurysm which extended to the renal artery level. It proved satisfactory until after 5 minutes, the balloon suddenly deflated with severe blood loss, hypotension and myocardial infarction. Although clamp control was obtained at the diaphragm to allow abdominal aortic aneurysm to be resected, the patient subsequently progressed to multiple organ failure and death. A circle of latex approximately 1 cm in diameter from the balloon was found in the operative field. No further details were provided. Because the MFR's former owner's name, address and mark still appear on the products, this incident was reported to the "adverse incident centre" on 05/07/1999, by the MFR's former owner. No further details were provided.